Event description:
It was reported to physio-control customer that the customer's device showed a service wrench indicator in the readiness display. During device evaluation, physio-control observed that the device had logged several event codes. The device displayed 'call service' and would not charge and shock defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the digital pcb assembly caused the device to display 'call service', not to charge and shock defibrillation energy and to log multiple event codes into the device's memory. Physio-control then further evaluated the digital pcb assembly and determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u9 on the digital pcb assembly that had an excessive current draw. A replacement device was provided to the customer under warranty.